Manufacturer narrative:
The subject device was received and evaluated. A visual inspection and functional tests were performed. Device evaluation has confirmed the reported issue. Device evaluation found no image due to faulty charge coupled device (ccd) unit. A water invasion inside the ccd was noted . Moreover, cuts on the cable was observed. A device history record (DHR)review was performed and found no issues were identified. Based on device investigation results, the reported phenomenon of "lost picture" was confirmed due to a faulty ccd. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the camera head had an issue of "lost picture". The issue was found at reprocessing. There was no patient involvement on this reported event.